Manufacturer narrative:
(B)(4). D10: unknown - unknown persona femoral component - unknown. Unknown - unknown persona articular surface - unknown. Unknown - unknown persona 30mm stem - unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery on an unknown date. Subsequently, the patient was revised due to pain and instability. All components were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted tibial component. The tibial component shows evidence of biological material attached. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a healthcare professional. Review of the radiographs showed that the implants were intact, fixed, and in standard alignment. No bone changes or soft-tissue changes were observed. The bone quality was unremarkable with no fractures observed. There was no periprosthetic lucency and no focal soft tissue swelling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.